Manufacturer narrative:
(B)(4). A third party service agent will be performing a device evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that a customer's device had a white display upon boot-up.  A white display is indicative of a device lock-up condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent evaluated the device and verified the reported issue. The service agent recommended that the system controller and user interface pcb assemblies be replaced; however the customer rejected the price quotation. The device was returned to the customer without repair. The cause of the reported issue could not be determined. The device was not returned to physio-control for evaluation.